Event description:
The customer reported that the probe of the ortho provue analyzer drip fluid and the dilution cup overflowed during type and screen testing. Probe drip may lead to dilution of sample/ reagent, carry over and/ or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous tests results were not reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and found that the wash station was cracked and the pressure was out of specification. The fe replaced the probe, wash station and performed the appropriate adjustments to return the analyzer to expected operation. The customer performed qc testing and passed.